Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
On the (B)(6) of (B)(6) the rotaflow shows an "error del" during patient treatment. After this error the patient`s blood pressure decreased. They reapplied ultrasonic contact cream and rebooted rotaflow, same error. Switched off the unit and changed to the emergency drive for 30 minutes. They reconnected the cable of the rotaflow drive to the "rfd master" connection, switched on the rotaflow, no error. On the (B)(6) of (B)(6) the patient was not connected to the rotaflow. The patient died of pulmonary infection. (B)(4).

Manufacturer narrative:
The unit has been investigated by the service technician according to the service order: the device was returned to the (B)(4) office for repair. They disconnected and connected to fiber port on flow measure board. After that the pump ran continuously for 14 days, no additional error occurred. The rotaflow was returned to hospital, no error until now. The ssu confirmed, that "there is not any reference caused the death..." Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is aa systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time a supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).